Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual sample.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/ potential lot# combination was conducted with no findings.

Event description:
The user facility reported that when the ik device was in the femoral artery that the hub had cracked. The hub was cracked on both sides. There was no patient injury/medical or surgical intervention required.additional information was received 30apr2020. The procedure being performed was an angiography procedure. The sheath was used to complete the case successfully.additional information was received 01may2020. The sheath was a femoral venous sheath. The patient was in stable condition.